Manufacturer narrative:
On 13-dec-2021, mentor received additional information regarding the replacement devices. The replacement devices are two 600cc mentor memorygel breast implant prostheses (catalog #: 3506004bc, left serial #: (B)(6), right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. The patient underwent removal and replacement with an unspecified breast implant for size change on (B)(6) 2021. Upon explantation, the right-sided device was found to be ruptured.

Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined a tear on the anterior view measuring approximately 10.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: size change. Manufacturer¿s reference number: (B)(4).